Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange procedure due to eri. During the procedure, it was noted that the atrial lead had failed to be disconnected from the pulse generator's header after several attempts made. The atrial lead was cut. A single chamber pacemaker was implanted. The patient was stable throughout the procedure.